Event description:
It was reported that during an implant attempt the right ventricular (rv) lead had increased pacing lead impedance and no capture. It was also reported that rv lead position proved to be challenging due to patient anatomy. It was noted that the patient had myocardial scar tissue. The rv lead was repositioned several times and then was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage.